Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) cord and charger port melted while charging. It was also stated that the pdm was overheating and smoking. The patient has noticed that the pdm does not hold a charge.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.